Event description:
Complainant alleged that during functional testing, the electrodes pads of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.